Event description:
While attempting to activate a (B)(6) reprocessed ligasure maryland jaw device to control bleeding from an ectopic pregnancy, the covidien esu #42 would not accept the device. The machine alarmed and a e416 error message appeared with the banner "uknown instrument" and message "instrument not recognized, replace instrument". A new non-reprocessed (B)(6) device was retrieved, plugged in, and functioned as expected. Total time to replace instrument was approximately 90 seconds. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).